Manufacturer narrative:
Concomitant products: the patient medications include; aspirin, coumadin, lasix, omeprazole and ventolin. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of a 6.0 cm. Abdominal aortic aneurysm with gore xcluder aa endoprostheses. On (B)(6) 2015, follow-up imaging identified a distal type I endoleak with aneurysm enlargement to 7.6 cm. It was reported the cause of the endoleak was due to disease progression into the right common iliac artery. Lack of circumferential device apposition was not reported. On (B)(6) 2015, the patient underwent an intervention to treat the endoleak. A contralateral leg component was implanted on the right side for distal extension on the previously implanted contralateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.